Event description:
It was reported that the foley catheter had split apart upon insertion.

Manufacturer narrative:
The reported event was confirmed manufacturing related due to a hole in the shaft 0.5" from the bifurcation. Visual evaluation of the returned sample noted one opened (without original packaging) silicone foley. Visual inspection of the sample noted no obvious visible defects such as a split. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution streamed from a 0.023" pinhole in the catheter shaft 0.3050" from the bifurcation. Cuts in lumens are out of specification. The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."corrections: d1, d2, d4, g5h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter had split apart upon insertion.